Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from the united states. The consumer had seasonal allergy. The concomitant medication included alprazolam for sleep. On (B)(6) 2011, the consumer used o.b. Non-applicator super plus tampons, one tampon, once, vaginally for menstruation (lot number 1031m2179, expiration date unspecified). On the same day, tampon pieces which was described as big and fluffy came out while removing tampon. On the next day also, some more tampon pieces had came out. She continued her period and wore an unspecified sanitary pad for protection. She consulted her healthcare professional who examined her and found no more tampon pieces in vagina. She was tested for vaginal swab culture and genital culture which showed no growth of yeast and abnormal bacteria. The action taken with the device was unknown. The events did not resolve. This report was assessed as non-serious event. The company causality was assessed as possible. Received sample containing an o.b. Super plus (B)(4) carton (lot 1031m2179) with 28 sealed o.b. Super plus tampons. All returned tampons were visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. The device history record revealed no issues or nonconformance with the product or process related to this complaint. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.